Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over from cerner to pyxis. A technical support specialist (tss) remotely accessed the application server and executed a monitoring query. Message processing was confirmed to be successful. The customer was contacted and verified that the issue had since been resolved. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server had orders that were not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.